Event description:
It was reported that the customer had a low blood glucose level of 50 mg/dl. Customer treated with food, juice, and candy. Customer declined further assistance. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.